Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with the clip opening from 5 degrees to 15-20 degrees after deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: four (4) fluoroscopy videos were provided. One video was taken post deployment of the first clip (reported device) in which the fully deployed clip can be visualized with no cds in view, indicating the video was taken post deployment of the first clip, prior to inserting the second cds. Two videos were taken during active use of the second cds; the second cds (no reported issue) and first implanted clip (reported device) can be seen in both videos. It should be noted that in these two videos the second cds, which had no reported issue) is over-straddled in which both radiopaque marker bands on the steerable sleeve are advanced past the tip ring of the guide. In addition, the delivery catheter (dc) of the second cds is fully extended. Together, the stated system adjustments are indicative of challenging anatomy requiring more extreme maneuvering to achieve positioning. One video was taken post deployment of the second clip; both fully deployed clips can be seen. In all four videos, the first implanted clip (reported device) appears stable and maintains a consistent arm angle of ~25° - 30°. Similarly, the second implanted clip (no reported issue) appears to have a consistent pre and post deployment arm angle of ~25° - 30° which is important to note as this clip did not have a reported issue. While these are estimations based on visual assessment with the naked eye and are not confirmed, both clips appear to be in a similar, fully closed position consistent with the instructions for use and do not present with significantly large arm angle typically associated with cowl events. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. Based on the videos provided the reported post deployment cowl cannot be confirmed. There are no other observations based on the videos provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. After deployment of the first clip, the medial mr had returned. Fluoroscopy was inspected and it was noted that the clip had opened to about 15-20 degrees. The clip angle before opening was 5 degrees. There were no issues during the deployment sequence or opening of the clip during establish final arm angle (efaa). A second clip was placed lateral to the first for stabilization. There were no adverse patient effects or clinically significant delay. No additional information was provided.